Manufacturer narrative:
When collecting samples for testing, the reporter stated she was not sure if the test strips were dosed within 15 seconds of sticking her finger. The reporter also stated that she may have applied sample twice to the test strip. The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.2 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.8%. The results alleged by the customer were not observed in the meter¿s patient result memory. Per product labeling: "after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test." "Remember to apply only one drop of blood¿don¿t add more". Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 2:20 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.6 inr. At 2:29 p.m., a sample from the patient was tested using the meter, resulting with a value of 3.5 inr. The patient believed this value to be accurate. The patient's therapeutic range is 2.5 - 3.5 inr.